Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. During the revision procedure, the acetabular liner was removed and a new liner was attempted for implantation; however, it would not seat in the acetabular cup. Another liner was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to acetabular failure. During the revision procedure, the acetabular liner was removed and a new liner was attempted for implantation; however, it would not seat in the acetabular cup. Another liner was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."